Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was implanted for an unknown sized abdominal aortic aneurysm. It was reported that post operatively , the patient hemoglobin continued to decrease and the physician was concerned about a possible rupture or leak. An angiogram was performed 12 days later and it revealed the stent graft appeared infolded at the proximal portion of the bifurcate. There was no rupture or endoleak. A non mdt stent was implanted on the same date in the proximal segment as treatment. Post the placement of this graft, good flow was noted. As per the physician the cause of the event was anatomy and the graft being oversized. The sizing was completed with a non contrast CT with an irregular neck diameter. 29, 30, 24 mm for approx. 3 cm. No additional clinical sequelae were provided and the patient is fine.